Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: the article presents the experience of 1115 laparoscopic appendectomy. Author/s: mosin s.v. Citation: surgical endoscopy and other interventional techniques. Conference: 19th international congress of the european association for endoscopic surgery, eaes 2011. Torino italy. Conference publication: (var.pagings). 26 (suppl. 1) (pp s19), 2012; doi: http://dx.doi.org/10.1007/s00464-014-3484-z. This study discussed about laparoscopic appendectomy (lae) to 1115 patients performed from 2005 to 2010, for suspected acute appendicitis. Monopolar coagulation, ligasure and harmonic scalpel (ethicon) (n=153) were used in the laparoscopic appendectomy. Reported complications included appendicular abscess (n=?); and intra-abdominal complications (n=?). In conclusion, lae should be the primary method of treatment of acute appendicitis.